Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message upon power up. No adverse patient sequelae was reported. No additional details were provided.